Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl and other blood glucose was 196 mg/dl. The customer was treated with manual injection. The customer stated that the insulin pump was not turning on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.